Manufacturer narrative:
Bloch h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a1502 captures the reportable event of stent positioning issue. Mdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0516 captures the reportable event of vasospasm. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat strictures during an endoscopic ultrasound (eus) gastroenterostomy procedure performed on (B)(6) 2025. During the procedure, after entering the stent in the desired location, the distal flange did not deploy completely, there appeared to be an issue at the stent tip, as if it were glued to the catheter. This caused an abnormal behavior during further deployment: the catheter was pulled back forcefully upon deployment of the second flange. In attempt to resolve the issue, the physician tried by unlocking the catheter and asking the nurse to push it downward during deployment, but this was unsuccessful. There was no way to prevent the dislocation of the distal flange into the peritoneal cavity upon deployment of the proximal flange. To address the issue and complete the procedure, a fully covered enteral stent was placed through the axios stent into the jejunum, using the wire that had been positioned at the time the technical issue occurred. The stent was reported to be currently implanted. The patient was reported to have experienced perforation and vasospasm as a result of the issue, which is still ongoing. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat strictures during an endoscopic ultrasound (eus) gastroenterostomy procedure performed on (B)(4) 2025. During the procedure, after entering the stent in the desired location, the distal flange did not deploy completely, there appeared to be an issue at the stent tip, as if it were glued to the catheter. This caused an abnormal behavior during further deployment: the catheter was pulled back forcefully upon deployment of the second flange. In attempt to resolve the issue, the physician tried by unlocking the catheter and asking the nurse to push it downward during deployment, but this was unsuccessful. There was no way to prevent the dislocation of the distal flange into the peritoneal cavity upon deployment of the proximal flange. To address the issue and complete the procedure, a fully covered enteral stent was placed through the axios stent into the jejunum, using the wire that had been positioned at the time the technical issue occurred. The stent was reported to be currently implanted. The patient was reported to have experienced perforation and vasospasm as a result of the issue, which is still ongoing. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum.

Manufacturer narrative:
Bloch h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a1502 captures the reportable event of stent positioning issue. Mdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0516 captures the reportable event of vasospasm. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: only the handle of the electrocautery enhanced delivery system was received for analysis, the axios stent was not returned. Visual examination of the returned device found the inner sheath kinked. Functional inspection was performed, and the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Product analysis could not confirm the reported events of stent positioning issue and stent failure to deploy. The complete product was not returned. Based on the information available and without proper evaluation of the device, it is unknown if the clinical observation of stent failure to deploy was due to the technique used during the procedure, anatomical conditions or related to device malfunction. However, stent positioning issue is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damage of inner sheath kinked was most likely caused by procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied). Taking all available information into consideration, the overall root cause of the reported event is known inherent risk of device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum. Additionally, stent positioning issue and perforation are noted within the IFU possible adverse events associated with the use of the device.

Event description:
Procedure summary: it was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat strictures during an endoscopic ultrasound (eus) gastroenterostomy procedure performed on (B)(6) 2025. Event summary: during the procedure, after entering the stent in the desired location, the distal flange did not deploy completely, there appeared to be an issue at the stent tip, as if it were glued to the catheter. This caused an abnormal behavior during further deployment: the catheter was pulled back forcefully upon deployment of the second flange. In attempt to resolve the issue, the physician tried by unlocking the catheter and asking the nurse to push it downward during deployment, but this was unsuccessful. There was no way to prevent the dislocation of the distal flange into the peritoneal cavity upon deployment of the proximal flange. To address the issue and complete the procedure, a fully covered enteral stent was placed through the axios stent into the jejunum, using the wire that had been positioned at the time the technical issue occurred. The stent was reported to be currently implanted. Patient status: the patient was reported to have experienced perforation and vasospasm as a result of the issue, which is still ongoing. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum.

Manufacturer narrative:
Bloch h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a1502 captures the reportable event of stent positioning issue. Mdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0516 captures the reportable event of vasospasm. Imdrf impact code f2301 captures the reportable event of additional device required. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: only the handle of the electrocautery enhanced delivery system was received for analysis, the axios stent was not returned. Visual examination of the returned device found the inner sheath kinked. Functional inspection was performed, and the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Product analysis could not confirm the reported events of stent positioning issue and stent failure to deploy. The complete product was not returned. Based on the information available and without proper evaluation of the device, it is unknown if the clinical observation of stent failure to deploy was due to the technique used during the procedure, anatomical conditions or related to device malfunction. However, stent positioning issue is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damage of inner sheath kinked was most likely caused by procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied). Taking all available information into consideration, the overall root cause of the reported event is known inherent risk of device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum. Additionally, stent positioning issue and perforation are noted within the IFU possible adverse events associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on (B)(6) 2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.